Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of above 300 mg/dl. The customer delivered a manual injection to stabilize bg level. The contact stated the customer was unavailable to troubleshoot with tandem technical support. Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided.